Event description:
Customer reported that he has been having issues with sensor reading discrepancies. Customer stated that he was awaken by a threshold suspend alarm and he checked his blood glucose and it was 120 mg/dl. Customer declined to troubleshoot as this is a past event and would rather wait to call back if the issue occurs again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.